Event description:
Healthcare professional reported that four days after injection in the cheeks with juvederm voluma xc, the patient experienced swelling, redness, pain, hardness and stated their "teeth hurt and lips are numb". Patient was prescribed cipro. Patient returned three days later and the swelling was drained. A specimen was sent to a lab, but no infection was found. Patient was prescribed cefalexin the same day.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, pain, hardness, and numbness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.